Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to an infection. The patient presented with acute pain in his right hip and scrotum. The patient underwent an irrigation and debridement of his right hip and the explant of all of the encore components. A proximal femoral osteotomy was required to remove the femoral stem.